Event description:
It was reported that an ilet user experienced frequent nocturnal low glucose and performed a factory reset at their clinician's recommendation, with the most recent low corrected using fast-acting oral carbohydrates; the user sometimes pauses insulin due to fear of lows and uses meal announcements to correct high glucose, indicating a usage pattern concern rather than a device malfunction, with the device component implicated as the user interface. Symptoms included hypoglycemia. Outcomes included an unexpected medication intervention in the form of carbohydrate administration and were not classified as a serious injury or impairment. Investigation included interviews and analysis of user-provided reports. Investigation of this case revealed no device problem and identified a usage problem associated with improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.